Manufacturer narrative:
This supplemental report was submitted to provide additional information from materials manager at the user facility and to update the following sections: g3, g6, h2, h6 and h10.

Event description:
At the beginning of an unspecified diagnostic procedure, there was "no picture" from the 4k camera head. The intended procedure was completed using a replacement camera head. There was no delay and the patient was not under general anesthesia. There were no other devices were replaced. No patient injury or harm was reported.

Manufacturer narrative:
This supplemental report was submitted to provide additional information from the legal manufacturer and to update the following sections: g3, g6, h2, h4, h6 and h10. The legal manufacturer performed the device history records for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The investigation was completed by the legal manufacturer and determined that there is no manufacturing, material or processing related cause for this failure mode. The likely cause of the reported is due to the user's handling; the cable was stressed unexpectedly and the cable unit was broken, attributing to no image issue. As stated on the IFU (instruction for use) and as a preventive measure, the user manual states: never excessively bend, pull, twist, coil, squeeze, or crush the camera cable, which could damage the camera cable. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The device was a returned to the service center for evaluation. The evaluation confirmed the reported malfunction as no image was displayed from the device and the camera head cable was found to be defective. Additionally, the rear cover labels are fading off. The customer received a replacement as part of repair/exchange program. The investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The service center was informed that during an unspecified event, there was "no picture" from the 4k camera head. There was no patient injury, harm or involvement reported.